Manufacturer narrative:
There is a pending investigation on whether the cleaning agent chlorhexidine affects the adhesive on the sensor. There was also a communication made to sensor supplier te to determine if the cause is manufacturing related. Since the product was not returned and investigation is still pending on the sensor adhesion to determine root cause, corrective action cannot be performed at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Tissue oxygen saturation readings should correlate with the patient¿s clinical manifestations. Per the fs elite IFU: ¿the oximeter is intended only as an adjunct in patient assessment. It must be used in conjunction with clinical signs and symptoms. If the accuracy of any value displayed on the oximeter is questionable, determine the patient¿s vital signs by alternative means¿. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use with a patient, the fore-sight oximetry sensors were not adhering to the patient. The probes were falling off and/or giving unstable or erroneous readings. Pushing down on the sensor would temporally improve this issue of erroneous readings. In addition, the led or light sensor was no longer in contact with the patient. The cerebral regional saturation was seen to swing between credible readings and very high numbers. Several interventions were tried to fix the issue. It was tried both with additional adhesives placed over the probe and without. It was also tried additional adhesive under the probe. The treated area was cleaned up with chlorexidine/alcohol wipes and allowed to dry before applying the sensors. There was no allegation of patient injury. The device was discarded at the hospital. Patient demographics were unable to be obtained.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release. Follow up with the customer indicated that the device was not discarded and will be sent for examination. If the device is returned a supplemental report will be forthcoming.

Manufacturer narrative:
One small foresight sensor was returned for examination. Hair particulates were visible on the adhesive side of the sensor . As received the liner had been removed and the adhesive side of the sensor was attached to the tyvek of the original package. The reported event of "lack of adherence" was not confirmed. The adhesive side of the sensor was able to be attached on the liner from lab without any problem. Indication of what appeared to be adhesive material was presence on entire surface of adhesive area of the sensor. The sensor monitored sto2 on hemosphere monitor without any error message and the sensor passed the sensor test. A phone conference with the customer was made and additional information was obtained. It was indicated during that call that pushing down on the sensor would temporally improve this issue of erroneous readings. In addition, the led or light sensor was no longer in contact with the patient. The cerebral regional saturation was seen to swing between credible readings and very high numbers. Several interventions were tried to fix the issue. It was tried both with additional adhesives placed over the probe and without. It was also tried additional adhesive under the probe. The treated area was cleaned up with chlorhexidine/alcohol wipes and allowed to dry before applying the sensors. Continued communication with the hospital will be monitored for improvement. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.